Manufacturer narrative:
Approximate age of device ¿ 17 days. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with left a ventricular assistance device (lvad) on (B)(6) 2018. It was reported that the patient had acute bright blood from the rectum. The patient had a history of gi bleeds prior to hmii implant. Upon admission the patient's hemoglobin was 7.6, an egd was performed and showed a gastric ulcer. They also did a colonoscopy showing multiple ischemic mucosal ulcerations. The patient was then discharged and then readmitted on (B)(6) 2018 due to blood from the rectum where the patient had a lower gi bleed, ischemic colitis. The patient's hemoglobin on admission was 7.8. The patient was monitored with no interventions. No additional information was reported.